Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes.

Event description:
Customer reports sinus infection. Md seen. The customer received antibiotics & was recommended to discontinue use of soclean device.